Manufacturer narrative:
(B)(4). Batch # n92f91. Additional information was requested and the following was obtained: is the retractor (flr02) only torn? Yes. Or is the retractor (flr02) separated into two pieces? No. Or is a piece broken off of the retractor (flr02)? No. Was there also a quality issue with the seal cap assembly (hap02)? No. If there was also a quality issue with the seal cap assembly (hap02) was it only torn? No. Or was the seal cap assembly (hap02) separated into two pieces? No. The analysis results of the flr02 found that it was received with the retractor torn. The tear initiated 2 inches below the upper retractor ring and continued toward the lower retractor ring, causing the separation from the ring. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a scratches, nicks, or blemishes and a mark defect related to the reported incident were found. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon opened the packaging and found the device broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.